Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window, cracked case at display window corners and belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 464 mg/dl. The customer stated that they used a pin victoza, which is not insulin. The customer had been off the insulin pump since (B)(6) 2014 because they had ran out of insulin. They were able to get some insulin the day prior to the phone call. The customer does not use the sensor feature. They were able to complete the rewind sequence. The customer had removed the battery from the insulin pump because the device kept alarming. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).